Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. It was determined that this was most likely from various worn electrical components from normal wearout. The assignable root cause was determined to be due to components are worn from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a veterinary hemilaminectomy surgery on a canine, it was observed that the electric pen drive device would not function. There were no delays to the surgical procedure as a spare device was available for use. The spare device was used to successfully complete the surgical procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. However, the reporter clarified the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.